Manufacturer narrative:
(B)(4). Product is in the process of returning to zimmer biomet, once the product is received and investigation complete a final report will be submitted.

Event description:
The pulsavac unit was being used during a surgery and the handpiece began to produce smoke. It was unplugged from the pulsavac power pack. This caused an unknown delay in surgery and potential serious harm to the patient. The event occurred (B)(6) 2018 and a separate device was used to complete the surgery. Event did not take place during a clinical trial. The event did cause a delay in surgery while patient was under anesthesia.

Manufacturer narrative:
The event is recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047601, lot number 63928815, identified no relevant deviations or anomalies. Product examination found that the returned units functioned normally. However, upon opening the handpiece, minor warping was found on the motor mounts. This could be consistent with the reported smoke. No smoke or overheating was ascertained from the product evaluation. Because the power supply was not returned with this complaint, the reported event could not be recreated. This complaint cannot be confirmed. The root cause of the reported event could not be determined as the power supply used with the complaint product was not returned. It is unknown how this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The new pulsavac also began smoking. They did not know whether it was because of the power pack or the handpieces. The handpieces that were used and the power pack were bagged and set aside to return. They have included a third handpiece of the same lot to test. They will not use any other handpiece from this lot. This did delay surgery while patient was under anesthesia length of delay is unknown.